Event description:
The customer reported a leak of approximately 5 ml involving the coulter ac*t diff analyzer. The customer indicated that the leak was not contained within the instrument and fluid leaked onto the counter. The customer was wearing a laboratory coat at the time of the event but had direct contact with the leak as gloves were not worn. The customer immediately washed her hands and confirmed that there was no exposure to open wounds or cuts. There was no injury reported as a result of the event. The msds (material safety data sheet) was not reviewed but the customer has exposure control/risk management plans in place at the laboratory. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The instrument did not generate any flags or error messages during this event.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The cts recommended the use of ppe (personal protective equipment) before troubleshooting. The customer discovered a loose tubing at the bottom of the wbc (white blood cell) and the cts instructed the customer on how to tighten the loosened tube. Failure mode is attributed to a loose tubing at the wbc bath drain and the customer tightened the loose tubing to resolve the leak. (B)(4).